Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo and one (1) sample were submitted to the manufacturer for evaluation. Through visual examination of the photo, the septum opener was observed to be detached and stuck at the middle section of the cannula. Through visual examination of the received sample, the septum opener had detached from the catheter hub and attached together with the safety clip. The safety clip was observed to not be engaged until the cannula tip. Additionally, the cannula was in a bent condition. The sample is not within specification; the reported issue is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The defect is due to a failure in the production process. An approved project is in place to further address issues with detached septum. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: 22g introcan safety2 when sytlet removed, blood control septum was attached to the stylet and safety mechanism did not engage. Patient injury no.